Event description:
In 2008, the sales representative reported that during surgery, the surgeon was inserting the implant, when it was noticed that the knob at the end of the instrument would not turn and release the implant. The surgeon then intervened and removed the instrument and implant. The surgeon then used another instrument to implant the same implant to finish the case as intended. There was a 5 min delay in surgery.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.